Event description:
It was reported that the insulin pump had a black spot on the screen. The blood glucose reading was 125 mg/dl. The customer stated that she noticed the partial display prior to putting a battery in it, and she noted that she was afraid to put a battery in. She reported that the device had neither been dropped nor bumped. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No cosmetic damage or missing segment was noted. However, the insulin pump was received with a black spot on the display glass.